Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The pump alarmed every time the customer rewound. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime, excessive no delivery, self test or unexpected restart error tests due to the alarm. The pump passed the displacement and operating currents tests. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, minor scratches and a cracked display window.